Event description:
10/16/96 two md's performed a percutaneous transluminal coronary angioplasty with deployment of a 3.5mm stent in the proximal right coronary artery. It was noted complications of migrations of the 3.5mm stent to an "unlocatable location." Dr noted that just before deployment of the stent, the guide was lost and the wire looped into the ascending aorta. Dr noted that it was not possible to deploy the stent at that point and the guide wire, balloon, and stent were removed. Despite meticulous care to not lose the stent during the removal process, dr noted that the stent could no longer be visualized after the mid abdominal aorta and was "lost." The pt was observed for 10-15 mins but failed to demonstrate any untoward effects. Dr re-cannulated the right coronary artery using a new guiding wire. Dr also noted that "this catheter tended to deep throat or unseat." Using great care, the second wire positioned and a second stent was repositioned and deployed with excellent resolutions of the stenotic area.